Event description:
It was reported a spectrum pump failed to alarm within spec for a downstream occlusion during preventative maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.